Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Rn reported the following: line was placed on (B)(6) 2024. Rn charted the 6 cm external was left out. Securacath was used for securement. Patient was getting out patient infusion done and his wife was flushing the line at home. Dressing changes were also done at the facilities' infusion clinic. The patients last abx treatment was 2 weeks ago, so the line was just getting flushed daily. Today, the patient returned to the clinic reporting that for the last few days they have noticed leaking under the dressing. No leaking was noted during abx treatments at the infusion clinic. When the infusion staff assessed the site, they noticed 5 cm external and that leaking was confirmed after flushing. The line was removed due to the patient not needing the PICC anymore. Staff reported a fracture at the 2 cm mark. Staff also noted that the securacath was clamped and in place proximal to the fracture/hole. No harm to the patient. No other information was provided.

Event description:
Rn reported the following: line was placed on (B)(6) 2024. Rn charted the 6 cm external was left out. Securacath was used for securement. Patient was getting out patient infusion done and his wife was flushing the line at home. Dressing changes were also done at the facilitie's infusion clinic. The patients last abx treatment was 2 weeks ago, so the line was just getting flushed daily. Today, the patient returned to the clinic reporting that for the last few days they have noticed leaking under the dressing. No leaking was noted during abx treatments at the infusion clinic. When the infusion staff assessed the site, they noticed 5 cm external and that leaking was confirmed after flushing. The line was removed due to the patient not needing the PICC anymore. Staff reported a fracture at the 2 cm mark. Staff also noted that the securacath was clamped and in place proximal to the fracture/hole. No harm to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Five photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed that there was a split in the catheter tubing. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.